Event description:
The bleeding may have persisted longer than necessary due to a lag time from the stop cock popping off of the device. Additional information received (B)(6), 2012. Another bakri balloon was used to complete the procedure. Additional information received (B)(6), 2012. The physician stated that the patient lost about 2500 ml of blood and that they lost about 30 minutes due to the broken stop cock. From the information provided by the reporter, a foreign object did not have to retrieved from the patient. No additional medical procedures were required due to his occurrence. The patient did not experienced any adverse effects due to this observation.

Manufacturer narrative:
We will be unable to conduct a complete investigation since the product will not be returned to our facility for evaluation. The customer did not provide the lot number so verification of the device history record cannot be conducted. We have been unable to obtain additional information from the user facility despite repeated attempts. These devices are 100 percent quality inspected at our facility during our operations process. We do not anticipate further information regarding this alleged occurrence, but will forward any information received to FDA.